Event description:
It was reported that during a lavh procedure, the white polymer tissue pad separated from device during surgery. The remnants of polymer were retrieved from the abdomen, without consequence. A second device was opened to finish the case.